Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the small, calcified, distal circumflex artery. Following preparation with a scoring balloon, a 2.25x16mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. It was noted that the stent came off the stent delivery system. There had been no excessive force used during advancement and the stent had not been pulled back into the guide catheter. The device was removed and the procedure was completed with another of the same device. No patient complciations were reported and the patient's status was stable. It was further reported that there was no stent dislodgement and that the device was completely removed and disposed.

Manufacturer narrative:
Device is a combination product. Patient age at time of event 18 years or older.

Manufacturer narrative:
Device is a combination product. Age at time of event 18 years or older.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the small, calcified, distal circumflex artery. Following preparation with a scoring balloon, a 2.25x16mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. It was noted that the stent came off the stent delivery system. There had been no excessive force used during advancement and the stent had not been pulled back into the guide catheter. The device was removed and the procedure was completed with another of the same devic. No patient complications were reported and the patient's status was stable.